Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer together with biomed personnel. The reported failure could be duplicated with the used patient circuit system connected to the ventilator. When changing to two different patient circuit systems, the ventilator passed all safety and functional tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed. Alarms for high peep were generated in combination with high airway pressure and low expiratory minute volume alarms. The generated alarms indicate that ventilation was ongoing but with higher airway pressure than intended. The high airway pressure alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The low expiratory minute volume alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance due to accessories in the patient¿s breathing circuit. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use check was performed prior the event. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was requested. A humidifier from another brand was used but which filters was used was not provided. Since the ventilator worked according to specification after replacing the patient¿s breathing circuit, the generated alarms were most likely generated due to a blockage in the accessories, such as patient tubes or bacteria filter used on the expiratory side. There is no indication of ventilator malfunction at the time of event.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when the ventilator was connected to the patient, no air reached the patient. There was no patient harm. Manufacturer's ref #: (B)(4).